Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of broken blade to be related to the customer reported complaint. The harmonic ace instrument was analyzed and found to have a broken blade measuring approximately 0.19" from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of this failure are typically attributed to the user mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects during use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace allegedly ¿ruptured¿ and a piece fell inside the patient. The entire piece was retrieved, and the user completed the procedure another instrument with no further issue reported. The broken parts were treated as medical waste. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved by the first assistant using a laparoscopic instrument through the assistant port. All fragments were retrieved and confirmed by the surgeon as the surgeon saw only 1 fragment in the system's 10-fold magnification. There was no additional surgery or post-operative tests. The surgeon believes the quality of the product was the cause of the breakage. The instrument was in use 20 minutes prior to the breakage. The harmonic ace was inspected prior to use and there was no damage. The instrument was being used for dissecting when the fragment fell inside the patient. There was no instrument collision. The instrument was removed during procedure prior to the breakage and there was no resistance from the cannula. There was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting a ruptured blade, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A return material authorization (RMA) was issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. Verification of the event details via system logs cannot be performed at this time because there is insufficient event information. Review of the provided image is consistent with the instrument having a ruptured blade. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.